Event description:
A hospital in (B)(6) reported that an rt380 adult dual heated evaqua breathing circuit inspiratory tube had become detached from the elbow connector. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was returned to fisher and paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the inspiratory elbow had detached from the circuit. No damage was observed on the inspiratory tube or elbow. A lot check could not be carried out as no lot date was provided. Conclusion: we are unable to determine the cause of this complaint. However, the customer was able to use the complaint device for 2 days without any problems or alarms. This suggests that the reported incident was most likely due to the use and handling of the device at the customer's facility. All breathing circuits are visually inspected and pressure tested prior to leaving the production line, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state the following: -"check all connections are tight before use." -"set appropriate ventilator alarms." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."